Event description:
It was reported that myopotential oversensing with pacing inhibition was observed via review of a merlin transmission. Programming changes were recommended. The patient will be brought into the clinic.